Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. At the time of this report, the patient was not recovered from the peritonitis event. Treatment for the event, hospitalization, and action taken with dianeal therapy were not reported. No additional information is available.